Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No components of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specs and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The reported hypertension was expected due to the intended placement of the probes, where two probe needles were very close to the left adrenal gland. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint # (B)(4).

Event description:
A (B)(6) pt underwent nanoknife ire treatment for pancreatic cancer on (B)(6) 2010. During the treatment, hypertension was reported during ire pulse delivery. Two of the probes were close to the left adrenal gland therefore hypertension was expected during ire pulse delivery. Pt blood pressure was monitored during ire pulse delivery, pt was stable, no intervention was required.